Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), venous injury ("small vein did not get sealed"), peritoneal haemorrhage ("laparoscopic evacuation of hemoperitoneum") and uterine haemorrhage ("abnormal vaginal bleeding (uterine)") in a female patient who had essure (batch no. 686077, 709949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low grade squamous intraepithelial lesion and migraine headache. Concurrent conditions included latex allergy. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea"), dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine headaches"), the first episode of allergy to metals ("nickel allergy"), vaginal infection ("numerous vaginal infections/vaginal infection"), headache ("headaches"), nausea ("nausea") and libido decreased ("diminished libido"). On an unknown date, the patient experienced venous injury (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), peritoneal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), the second episode of allergy to metals ("nickel allergy") and cervical dysplasia ("low grade squamous intraepithelial lesion (sil) cin-I"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (second emergency surgery) and surgery (laparoscopic evacuation of hemoperitoneum). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the venous injury, complication of device removal, peritoneal haemorrhage, uterine haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, vaginal infection, menorrhagia, female sexual dysfunction, headache, nausea, the last episode of allergy to metals, libido decreased and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, complication of device removal, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, peritoneal haemorrhage, uterine haemorrhage, vaginal haemorrhage, vaginal infection, venous injury, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results: on (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes:- endometrium- proliferative endometrium. Myometrium- no significant pathologic changes. Fallopian tubes- no significant pathologic changes. Essure devices within the lumens of the fallopian tubes. Lot number 686077: manufacture date: 2012-11 expiration date: 2015-11. Lot number 709949: manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), venous injury ("small vein did not get sealed"), peritoneal haemorrhage ("laparoscopic evacuation of hemoperitoneum") and uterine haemorrhage ("abnormal vaginal bleeding (uterine)") in a female patient who had essure (batch no. 686077, 709949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low grade squamous intraepithelial lesion and migraine headache. Concurrent conditions included latex allergy. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea"), dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine headaches"), the first episode of allergy to metals ("nickel allergy"), vaginal infection ("numerous vaginal infections/vaginal infection"), headache ("headaches"), nausea ("nausea") and libido decreased ("diminished libido"). On an unknown date, the patient experienced venous injury (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), peritoneal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), the second episode of allergy to metals ("nickel allergy") and cervical dysplasia ("low grade squamous intraepithelial lesion (sil) cin-I"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (second emergency surgery) and surgery (laparoscopic evacuation of hemoperitoneum). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain had resolved and the venous injury, complication of device removal, peritoneal haemorrhage, uterine haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, vaginal infection, menorrhagia, female sexual dysfunction, headache, nausea, the last episode of allergy to metals, libido decreased and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, complication of device removal, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, peritoneal haemorrhage, uterine haemorrhage, vaginal haemorrhage, vaginal infection, venous injury, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results: on (B)(6) 2014, surgical pathology report revealed uterus and bilateral fallopian tubes:- endometrium- proliferative endometrium. Myometrium- no significant pathologic changes. Fallopian tubes- no significant pathologic changes. Essure devices within the lumens of the fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fup 1 and fup 2 processed together. Pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), small vein did not get sealed, laparoscopic evacuation of hemoperitoneum. Apareunia, vaginal infection, migraines/headaches, nausea, nickel allergy and low grade squamous intraepithelial lesion (sil) cin-I. Lot number added. On (B)(6) 2018: fup 1 and fup 2 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and vaginal infection ("numerous vaginal infections"). The patient was treated with surgery (underwent a procedure to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, allergy to metals and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.